Event description:
A pt reported experiencing hypoglycemic coma while the pt's fasttake meter was displaying high blood glucose readings. Pt switched from a one-touch basic to a fasttake meter in february 2001 and has been using both meters alternately since then. Pt bases actrapid insulin sliding scale dose on meter readings. In 2001 pt took 14u of protaphan insulin at 11:00pm and then went to bed. Pt went into coma after going to bed. Pt's spouse called the ambulance after noticing the pt "shaking and cramping" in the pt's sleep. Ambulance arrived at 02:00am. Pt was transferred to hosp. On the way to the hosp, pt was treated with 12 units of IV glucose and had blood glucose of "200mg/dl". Pt was admitted to the hosp for "hypoglycemia". Pt was discharged from hosp the next day. Pt insulin doses were reduced after event. No further info is available. After event, pt ran comparison tests between otb, ft and one touch ultra meters. Pt concluded that the ft read inaccurately high compared to the other two meters. The info provided by pt carries discrepancies between pt having a "hypoglycemic coma" and a blood glucose of "200mg/dl" while in the ambulance. Although pt has been reportedly using both ft and otb meters before the event, pt never reported any problems. The report does not provide enough info that would indicate a malfunction of the ft meter.